Manufacturer narrative:
A complete analysis and testing of the transmitter showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had some issues with the transmitter. Caller stated that the transmitter it's causing the customer to loose fat cells. Caller stated that the customer has used the transmitter three times and he has lipoatrophy in three different areas of her stomach. Caller stated that the dr. Told them that the lost of fat tissue is a result of subcutaneous infections of insulin in the treatment of diabetes. Nothing further was reported.